Event description:
It was reported that during a surgical procedure, the bur broke, the broken piece was retrieved by the surgeon from the patient¿s mouth. It was also reported that there was an unknown delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke, the broken piece was retrieved by the surgeon from the patient¿s mouth. It was also reported that there was an unknown delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.